Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the jaw could not open. During the endoscopic low rectal cancer resection, after insert into the trocar, could not open the jaw. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4); date sent: 2/14/2018; batch number: p56n8t. The ec45a device was received for analysis with no visual non-conformances and with an ecr45d cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.